Event description:
Additional information indicates that ipg reached eol. The device meets or exceeds 75% expected longevity.

Manufacturer narrative:
The device meets or exceeds 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.